Manufacturer narrative:
B3: date of event: used first date of the month since exact event date was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in a coronary artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the stent catheter broke at the hub while removing it from the patient. The balloon was fully deflated prior to removal and was removed in one piece. The procedure was completed with the original device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr us 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified no issues. A microscopic examination of the stent profile showed no sign of damage, stretching or lifting of the stent struts. The balloon material was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed signs of damage. B3: date of event: used first date of the month since exact event date was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in a coronary artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the stent catheter broke at the hub while removing it from the patient. The balloon was fully deflated prior to removal and was removed in one piece. The procedure was completed with the original device. There were no patient complications reported.